Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient reported pocket discomfort and swelling. There were no additional adverse effects reported. All available information indicated that the product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.